Manufacturer narrative:
Tube adjustements, iq performance and ak verification checks were completed. The system was returned to use in good working order. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that there was an exposure issue. The clinical use of the system was in use.there was no harm reported to philips.